Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is only receiving stimulation coverage on her left side. It was also reported the patient has complex regional pain syndrome (crps) in both hands and arms. Therefore, the patient desires right sided stimulation coverage as well. X-rays confirmed the stimulation is covering only the patient's left side. The patient will undergo surgical intervention as the next course of action. Please note the lot number for the patient's lead is unknown.